Event description:
After procedure was finished a burn was noted on underside of penis. It was also noted that coolant bag leaked onto floor, however coolant fault did not occur: machine did not shut down.